Event description:
Unable to turn off pump (defective keypad). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not sent to brézins for investigation as repairs were carried out locally by (B)(6) canada. The complaint reported that the device was unable to turn off. During the service and in order to solve this issue, the front case was replaced. The replaced spares parts were returned to france for investigation. After a visual inspection of the cpu board where nothing have been observed, the investigator mounted the cpu board on the agilia vp test bench to verify the complaint. The device was able to start up normally but could not be turned off, which triggered an error 37. He started by performing measurements with test 6 of the maintenance menu. He found that the value of the downstream sensor measured 2470mv which is normal. He then performed a pressure test and as result the value measured 0,850 bar et 750 mmhg and 0,314 bar at 300 mmhg, so the test was conforming. During observations, it was found that a clamping pin on the mechanical block of the pump was broken and that the membrane was well worn, which confirms that the components were either broken or heavily used, so no testing was done. The reported event is due to a defective cpu board and the root cause is due to a defective component. Note : apart from the cpu board, the other parts have nothing to do with this complaint but have been tested. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.